Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the nurse that shell of target device did not fix and/or not be released. The surgeon explained additionally that the sleeve of the target device has excessive clearance. Based on that a mislocking happen what caused a wrong bone drilling. Surgery delay of appx. 15minutes. No further adverse events.

Manufacturer narrative:
The inquiry alleged the speedlock sleeve to be the primary product. 3 target devices were mentioned by the customer as associated products ¿ but customer does not know which one was involved. Thus he did not return them. No deviations were found during review of the inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 4 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. Functional test revealed no contacts of the drill to the proximal / distal drill holes of a sample nail. Neither the alleged excessive clearance nor a mistargeting could be reproduced. The function of the speedlock sleeve returned was still fully given. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the alleged event was mainly based in the intra-operative procedure. Reasons for misaligned drilling and misaligned distal locking screws are various. Potential miss-targeting can also be caused but is not limited by e.g. Ensure that the nail holding bolt is still fully tightened. Avoid soft tissue pressure on the distal locking sleeve assembly- therefore the skin incision would be made (co-linear) in direction of the sleeve assembly. Check that the distal locking sleeve assembly with the trocar removed is in contact with the lateral cortex of the femur and is locked securely with the speedlock sleeve knob. Confirm final locking screw placement with a/p and lateral fluoroscopic x-ray. Neutralize the power tool weight during drilling procedure and do not apply force to the targeting arm. Start the power tool before having bone contact with the drill. Use sharp and center tipped drills only. Regarding misdrilling the operative technique has already been modified by (B)(4). Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported by the nurse that shell of target device did not fix and/or not be released. The surgeon explained additionally that the sleeve of the target device has excessive clearance. Based on that a mislocking happen what caused a wrong bone drilling. Surgery delay of appx. 15minutes. No further adverse events.